Manufacturer narrative:
Info not available, device not returned for analysis.

Event description:
It was reported that during hysterectomy procedure the blade tip broke and fell into the pt. The blade was removed at this time. Pt is stable. Removal of the piece has not been decided on at this time.